Event description:
It was reported that the left ventricular (lv) lead alert triggered and was reported to exhibit chronic low impedance. The right ventricular (rv) lead was observed as exhibiting high thresholds. As a result, the implantable pulse generator (ipg) triggered an early elective replacement indicator (eri) and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2008; 694758, lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.